Event description:
Resident was found, expired, wedged between the bedrail and mattress of her bed at 8:55 am after having been provided initial morning care at 6:55 am. Pt had hx of alzheimer's and dimentia and was restrained with a vest restraint at the time of the incident.